Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while initially positioning the patient for a "craniotomy for aneurysm clipping" procedure, the mayfield modified skull clamp (a1059) slipped and the skull pins lacerated the patient. The laceration was sutured, the device was replaced and the surgery continued. Additional information received indicates that the device was applied with 60 pounds pressure and was not used with a stereotaxy device. Adult disposable skull pins (a1085) were used. Patient outcome was reported to be stable.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - evaluation was unable to conclusively verify customer information as valid. No maintenance is required at this time, as the returned skull clamp met all quality inspection requirements and was found to have no deficiencies. Root cause analysis - evaluation found no device deficiencies that would have contributed to the reported complaint. The skull clamp was returned in good working order and met all quality inspection requirements. Probable root cause for the reported complaint is improper placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.